Event description:
The patient could not move her legs for a while after the trial leads were taken out. She was at the hospital. Additional information has been requested.

Event description:
Follow up information received from the healthcare professional (hcp) reported that they were unaware of the patient¿s mobility issues after the device trial. The patient seen by the hcp on (B)(6) 2013 where it was reported that the patient was doing fine. Per the hcp notes, there was no mention by the patient of any residual effects or no mobility issues from that visit.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).